Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. One side of the suture capture has been partially disconnected from the upper jaw. No other visual deficiencies. A functional evaluation revealed the jaw will close and the suture passer needle will deploy when trigger is initiated but the suture capture cannot capture the suture. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery and hto procedure, the firstpass mini´s jaw broke when suturing the meniscus. No pieces fell inside the patient. The procedure was completed with a s+n back up device. There was a 5 minutes surgical delay and no further complications were reported.